Manufacturer narrative:
The marksman catheter will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. Based on image provided there is evidence of marksman catheter separation. However, the cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the medtronic flow diverter couldn't be pushed out of the marksman catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right carotid artery c4-c5 segment with a max diameter of 13 mm and a 10 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that there was resistance in the distal segment of the catheter, and the catheter became kinked. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. "Based on review of customer-provided device images, there is evidence of marksman catheter separation and stretch."